Manufacturer narrative:
Patient age at time of event: 18 years of age or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. During a deep vein thrombosis (dvt)procedure, a angiojet® zelantedvt catheter got stuck on a non bsc guidewire. The physician was able to get the catheter free from the wire and was able to complete the procedure with his device. No patient complications reported and the patient status was fine.